Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 300 mg/dl while they were "with covid". Cause of blood glucose level was unclear. Customer was treated with a manual injection of insulin and was discharged from the ER. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.